Event description:
Intra-op breakage of the delta trial impactor, model# 9057.20.555, lot# 2016ag02j. Estimated # of uses of the handle: unknown. No reported consequences for the patient, nor prolonged surgery time. Event happened in (B)(6) on (B)(6) 2017.

Manufacturer narrative:
We received the affected piece (model# 9057.20.555, lot# 2016ag02j) in lima corporate. Analysis on similar complaints received revealed that lot# 16ag02j (together with other lot# of this instrument, provided by the same external supplier) was manufactured with a defective welding. In detail, the absence of base material pre-fusion and under-dimensioned welding radius at the base of the flange was identified in the broken instruments returned. Therefore, limacorporate started a voluntary recall worldwide on a total of 12 lot# belonging to model# 9057.20.555. Lot# 16ag02j was included in the recall, and us was affected. Limacorporate notified FDA of the recall start in the us on 08 september 2017, and of the recall closure in the us on 20 december 2017 (FDA ref.# z-0068-2018). Limacorporate also performed the following additional corrective actions: issue of nc reports to the supplier involved for the lot# involved in the breakages on the market; verification that an instrument sample produced by the affected supplier after notification of the nc by limacorporate has a conform welding according to limacorporate specifications (the external supplier started validating the welding process). Limacorporate will keep monitored the market to verify the effectiveness of the corrective actions introduced.

Manufacturer narrative:
We received the affected piece (model# 9057.20.555, lot# 2016ag02j) in limacorporate. We will send a final MDR as soon as the investigation will be concluded.

Event description:
Intra-op breakage of the delta trial impactor, model# 9057.20.555, lot# 2016ag02j. Estimated # of uses of the handle: not known. No reported consequences for the patient, nor prolonged surgery time. Event happened in (B)(6) on (B)(6) 2017.